Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that patient went to an emergency room (ER) and eventually got hospitalized due to hyperglycemia event caused by bent cannula. The infusion set was in use for one day. The bent location is at abdomen. The blood glucose level was 350 mg/dl and the blood serum level was 360 mg/dl at the time of the event and the patient got treated with intravenous (IV) fluids. Patient experienced nausea vomiting and physical weakness at the time of hospitalization. The length of the hospitalization is less than 24 hours. No further information available.